Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of experimental orthopaedics titled ¿suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction¿. The study reviewed eighty (80) patients who underwent acl reconstruction procedures using arthrex fibertape to address soft tissue approximation and/or ligation. During the six (6) month follow-up period; two (2) patients experienced discomfort, one (1) patient experienced a graft rupture after new trauma, and ten (10) patients required reoperation. Ref: von essen, c., sarakatsianos, v., cristiani, r. & stålman, a. Suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction. J exp orthop 9, 20, doi:10.1186/s40634-022-00454-2 (2022).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.